Event description:
According to the event description:"therapy started with bevacizumab (in ecoflac100ml bottle) at 1000 hours on cytoset on the main line ran for 30mins, expected to be empty but was observed to be left with 1/2 full. Therapy was repeated to complete the therapy. Line was initially manually primed with saline, no issues detected. Bottle discarded and replaced with 500ml d5% for flushingoxaliplatin (in 500ml d5% baxter soft bag) was started at 1130 hours, on cytoset first port ran for 2 hours, expected to be empty but observed to be still approximated to be half full. Vtbi added to finish the unfinished volume. Subsequently, flushing of the cytoset line was completed via another pump with no issues encountered. Airvent for the cytoset line in connection the oxaliplatin was opened throughout the therapy."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).the investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available.note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info:UDI number (B)(4).premarket submission # k083689, k142596, k191910.